Event description:
It was reported that the unknown patient with this unspecified implantable cardioverter defibrillator (ICD) received 52 inappropriate shocks due to supraventricular tachycardia (svt). The patient rhythm was stabilized in the emergency room. The battery life longevity was decreased from 52% to 15%. The patient was to be seen with the physician. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.